Manufacturer narrative:
Outcomes attributed to adverse event: a risk to the patient's health could not be excluded for these specific circumstances, since a k-wire and pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 45 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. Adverse event problems: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating left l4 screw placed ca. 4mm cranial to its intended position, was most likely due to movement of the reference array due to inadvertent forces (e.g. Due to the patient scan drape likely resting on the reference during the scan) that may have occurred during the draping setup/removal prior to verifying and accepting the registration accuracy. Movement of the reference system relative to the patient anatomy can lead to an inaccurate display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, and while planning and placing the screw at left l4. A possible and minor contributing factor is relative movement between the vertebra operated on in relation to where the navigation reference array was placed (s2) when applying forces to the bone, e.g. During the drilling or k-wire / screw placement at left l4 and while retracting the surrounding skin/tissue in preparation for the screw path using the navigated drill guide. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery image set. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Usage of device: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for fusion of vertebrae l4 to s1, with intended placement of 6 pedicle screws for fixation, was performed with the aid of the (B)(4). During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on vertebra s2, and draped also the array for the scan. Acquired an intra-operative c-arm scan with automatic image registration matching the display of the navigation to the current patient anatomy, verified and accepted the registration in the navigation. Prepared the pedicles (pilot holes) with the navigated drill guide 3.2mm, and placed the k-wires through the guide tube of the drill guide. Placed the 6 pedicle screws in both sides l4 to s1, following the k-wires using a non-brainlab screwdriver calibrated to navigation. Performed an intra-operative verification c-arm scan and determined that 1 of the 6 pedicle screws, at left l4, deviated by ca. 4mm towards the cranial direction from the intended position. Decided to correct the 1 left l4 pedicle screw free-hand without navigation. Completed the surgery successfully as intended with all placements correct at the end of the surgery. According to the surgeon: the 4mm cranial deviation of 1 of the 6 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a c-arm verification, and the screw was corrected free-hand at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 45 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.